Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received approximately 3 years later that noise continued to be observed on the rv channel. An invasive procedure was performed. The pacemaker was explanted and the rv lead was surgically abandoned. Due to the patient being occluded, a new system was implanted on the opposite side. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited low pace lead impedance measurement less than 200 ohms along with undersensing and high pacing threshold measurements. Noise was reproduced with isometrics. A subsequent lead revision was attempted but was unsuccessful due to an occluded subclavian vein. Additional information indicated that a fluoroscopic image looked a little suspect in the area of the clavicle but was not confirmed. The physician was considering programming the device to aai. At this time, no revision has been scheduled yet. The system remains in service. No additional adverse patient effects were reported.